Event description:
It was reported that an unspecified number of an unspecified bd eclipse needle experienced a safety mechanism failure during use. An unspecified number of needle stick injuries occurred as a result of the product defect. It has not been specified whether any medical treatment or testing was given as a result of the needle stick injuries. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Per customer email: the main campus has been having a lot of conversation around employee needle sticks in relation to the new bd safety needles.

Manufacturer narrative:
Correction: h.1. Type of reportable events: serious injury. H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd eclipse needle experienced a safety mechanism failure during use. An unspecified number of needle stick injuries occurred as a result of the product defect. It has not been specified whether any medical treatment or testing was given as a result of the needle stick injuries. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Per customer email: the main campus has been having a lot of conversation around employee needle sticks in relation to the new bd safety needles.